Event description:
Per user facility: device was used in a surgical procedure. The patient was brought back into surgery to remove alleged retained foreign object (purple tip) from patient. Per provided medical records: (B)(6) 2011 - patient underwent a right total knee arthroplasty. Patient complains of difficulties with range of motion of the right knee and pain. (B)(6) 2011 - patient underwent arthroscopic removal of foreign retained intra-articular loose body. This was found wedged in the notch area. Further inspection of the intra-articular loose body confirmed that it was the module tip.

Manufacturer narrative:
Based on the information reported, a simpulse solo was used during a total knee arthroscopy. Patient complained of pain and underwent arthroscopic removal of foreign retained intra-articular loose body. A photograph of the section of the device that was removed from the patient was provided for review. The photograph reveals a showerhead body that appeared to have torn off at the tip shaft. There is no way to determine what may have caused the showerhead body to have broken off by examining the picture. It is unknown from the available medical records what caused the showerhead body to have broken off from the tip shaft. The operative report from when the device was initially used on (B)(6) 2011 was not provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation.